Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the black box showed several unusual replace battery alarms during the rewind steps. The battery cap was not returned. The test battery cap attached to the pump and powered it on. The rewind, load, and prime steps were performed successfully. The current draws were within specifications. The battery life issue was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Additionally, corrosion and a leak were found in the battery compartment. The pump cover was removed to find evidence of internal moisture.